Manufacturer narrative:
The event of lead explant/replacement due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04598. It was reported that the patient had the lead explanted and replaced with a penta lead on (B)(6) 2019 to provide improved pain relief.